Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported a "pcba abc ref failure" and turns it self off. . The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.

Manufacturer narrative:
Patient information was requested but is unavailable. The manufacturer's field service engineer was not able to duplicate the reported problem. However, the following error codes were found in the event history log: 1106, 1107, 1007, 1110, 110e, 110f, 1113, and 1127. These error codes collectively indicate a spi bus failure, of which the reported condition is a symptom. The manufacturer's service technician repaired the unit by replacing the motor controller to data acquisition cable. The unit was fully serviced and passed the performance verification and safety test. Quality and functional control according to manufacturer´s instructions. (O.k.)

Event description:
Customer reported a "pcba abc ref failure" and turns it self off. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.

Manufacturer narrative:
Date: (B)(6) 2015. Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).